Manufacturer narrative:
(B)(4).

Event description:
The customer reports that shortly after starting operation, the device deteriorated , and one section of the basket separated and migrated intravascularly. Intervention - attempts were made to remove fragment but was unsuccessful. Additional information from the user facility: the device migrated to the lung. The patient condition is reported as fine. No impact to the patient's condition currently. Patient condition will be monitored following this event.

Manufacturer narrative:
(B)(4). The customer returned one product lidstock and ptd catheter for evaluation. Visual examination revealed a portion of the black pebax tip was separated and not returned. The edge of separation was pinched and rough. The length of the pebax tip adhered to the assembly measured to be 0.276" which indicates at least 0.2396" of pebax tip was separated and not returned based on specifications of 0.5156-0.5626" per product drawing. The returned basket was able to advance and retract in the returned catheter with minimal resistance. The returned catheter was assembled with a lab inventory rotator. The basket was able to rotate as expected. A device history record review was performed with no relevant findings. The instructions-for-use provided with this kit warns the user, "potential fatigue failure of ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. When using the ptd within the apex of a forearm loop graft, limit operation to 3 minutes or less to reduce the potential for basket failure. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e., radius of loop graft, radii 3 cm)." The customer report of a separated ptd basket tip was confirmed by complaint investigation of the returned sample. A portion of the black pebax tip was separated and not returned. The sample passed all relevant functional testing and a device history record review was performed with no relevant findings. Further investigation of this issue will be conducted under a CAPA. The CAPA root cause has not yet been determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that shortly after starting operation, the device deteriorated , and one section of the basket separated and migrated intravascularly. Intervention: attempts were made to remove fragment but was unsuccessful. Additional information from the user facility: 1. The device migrated to the lung. 2. The patient condition is reported as fine. No impact to the patient's condition currently. 3. Patient condition will be monitored following this event.